Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device used in a heavily calcified artery. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
It was reported that a physician trained in the use of the perclose proglide device achieved arteriotomy closure of a heavily calcified common femoral artery after an interventional procedure. Reportedly, after the procedure, a distal pulse could not be found. An angiogram revealed that the suture was stitched to the back wall of the artery causing the vessel to be occluded. The vessel was revascularized with a percutaneous transluminal angioplasty dilatation catheter. There were no reported adverse patient sequelae. Though requested, no additional information was provided.